Manufacturer narrative:
(B)(4). Logs received, log review only. The logs have been received but the eval is not yet complete. A f/u report will be submitted once the eval has been completed.

Event description:
Biomed requested log review for a reported under infusion of cytarabine. Cytarabine hung on (B)(6) 2011 @ 1450 and infusing at 11.9 ml/hr. The next day at 11:00, upon assessing pump, the nurse found it to still to be infusion at 11.9 ml/hr but instead of having only 4 hrs of medication left, the container looked much fuller. It took 10 more hrs to infuse. The rate had been verified by several nurses. Overfill was reviewed with pharmacy but they said it was not overfill. Customer stated that no further pt or event info is available.